Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a sling was implanted. The patient reported that after surgery she began experiencing pain which her doctor told her was a result of vaginal mesh erosion and the mesh sticking to her vaginal walls. The patient reports excruciating pain especially during and after intercourse. The patient underwent a procedure to fix this problem by trimming and modifying the mesh in her, but the pain and discomfort continued. She has undergone numerous revision surgeries, but to date, she still suffers from pain and bladder leakage. Also, she has scarring from all the revision surgeries and barely has or enjoys sex, due to the pain during and after intercourse.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).